Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose (bg) was over 600 mg/dl. Customer was hospitalized and was treated with intravenous fluids/insulin. Elevated bg was resolved. Customer was discharged on (B)(6) 2018. As the pump supplies were changed, tandem technical support a cause of the occlusions could not be determined.